Manufacturer narrative:
Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown; therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information available, the customer reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction procedure with intra ocular lens (iol) implant, patient experienced iris prolapse. The surgeon also indicated that the patient had poor dilation and the iris got ''tangled'' in the mouth of phacoemulsification (phaco) handpiece (hp). The surgery was completed with no harm to the patient other than aesthetic look.